Event description:
It was observed that during the device evaluation, the endoscope reprocessor exhibited foreign material and contamination. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The product was not returned to olympus for inspection; however, a field service engineer (fse) was dispatched to customer site and confirmed customer complaint. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.